Event description:
It was reported that the patient's infusion device had black spots on the display that affected the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).